Event description:
It was reported that the patient's recharger recently ceased to charge his system and the recharger screen displayed a power on reset (por) message. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device used for off-label indication. Indication the device was being used for was angina. Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1996. Product type: extension: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1996. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# l41707, implanted: (B)(6) 1996. Product type: lead: product ID 3487a, lot# l41707, implanted: (B)(6) 1996. Product type: lead. (B)(4).